Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: type of investigation was updated to include b15 for the photo sample received. Investigation findings was changed from c20 to c1601. H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and the female connector was observed separated from the main body. The reported separation was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. Due to the nature of the sample , there is not enough information to confirm nor refute the reported connection issue to the female connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp portion of a minicap transfer set was detached (main body separated from female connector). It was further reported the transfer set was lodged in the patient line and was "not able to unscrew to disconnect". The patient pulled on the tubing of the patient line and the transfer set dislodged (main body separated from female connector). This occurred after peritoneal dialysis therapy, during disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.